Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 700 mg/dl. Customer stated that her insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. Insulin pump passed all functional testing and no unexpected no delivery alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.